Manufacturer narrative:
No further follow-up is planned. Evaluation summary: a female patient and her physician reported that in november 2020 the patient's humapen ergo ii sometimes would jump to around 25-26 units when the dose knob of the humapen ergo ii was adjusted to 20 units. In addition, the injection dose was inaccurate, and sometimes the injection button would stick and could not be pressed down. The patient experienced increased blood glucose on (B)(6)2020. The device was not returned to the manufacturer for investigation (batch 1902d04, manufactured february 2019). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. A complaint history review for the batch did not identify any atypical findings with regard to device not working or dose accuracy issues. All humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality with high probability. The core instructions for use states to always carry a spare insulin pen in case your pen is lost or damaged. There is no evidence of improper use or storage.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by the physician and consumer who contacted the company to report adverse events and product complaint (pc), concerned a 69 years old female patient of han nationality. Medical history included high blood pressure. Previous drug adverse reaction included allergic to penicillin. Family drug adverse reaction and concomitant medication were none. The patient received insulin lispro protamine suspension 50%/insulin lispro 50% (rdna origin) injections (humalog 50, 100u/ml) from cartridge via reusable device (humapen ergo ii), thrice daily (14 units in morning, 15 units in noon, 12 units at night 12), subcutaneously for the treatment of diabetes mellitus, from (B)(6) 2020. In (B)(6) 2020, after starting insulin lispro protamine suspension 50%/insulin lispro 50% therapy, sometimes humapen ergo ii would jump to around 25-26 units when the dose knob of the humapen ergo ii was adjusted to 20 units, and the injection dose was inaccurate, sometimes the injection button would stick and could not be pressed down ((B)(4)/ lot number 1902d04). The injection dose which was inaccurate due to issue of the humapen ergo ii would probably cause her to have hypoglycemia (no values and reference ranges were provided). On an unknown date, she experienced high blood glucose which required hospitalization on (B)(6) 2020 to regulate blood glucose. Information regarding corrective treatment, outcome for the events was not provided. Insulin lispro protamine suspension 50%/insulin lispro 50% was ongoing. The operator of the humapen ergo ii and his/her training status were not provided. The humapen ergo ii model duration of use was not provided. The suspect humapen ergo ii duration of use eight months as it was started in (B)(6)2020. The humapen ergo ii device associated with product complaint (B)(4) was not returned to the manufacturer. The reporting physician and consumer did not know if the events were related to insulin lispro protamine suspension 50%/insulin lispro 50% therapy. The reporting physician and consumer did not provide a relatedness assessment for the event of high blood glucose and related the remaining events to the humapen ergo ii issue. Edit 29dec2020: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Update 07jan2021: additional information received on 07jan2021 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields with device information and the european and canadian (EU/ca) device information. Added date of manufacturer for the suspect humapen ergo ii device associated with product complaint (B)(4), which was not returned to the manufacturer. Corresponding fields and narrative updated accordingly.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. A follow-up report will be submitted when the final evaluation is completed as necessary.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by the physician and consumer who contacted the company to report adverse events and product complaint (pc), concerned a (B)(6) years old female patient of (B)(6) nationality. Medical history included high blood pressure. Previous drug adverse reaction included allergic to penicillin. Family drug adverse reaction and concomitant medication were none. The patient received insulin lispro protamine suspension 50%/insulin lispro 50% (rdna origin) injections (humalog 50, 100u/ml) from cartridge via reusable device (humapen ergo ii), thrice daily (14 units in morning, 15 units in noon, 12 units at night 12), subcutaneously for the treatment of diabetes mellitus, from (B)(6) 2020. In (B)(6) 2020, after starting insulin lispro protamine suspension 50%/insulin lispro 50% therapy, sometimes humapen ergo ii would jump to around 25-26 units when the dose knob of the humapen ergo ii was adjusted to 20 units, and the injection dose was inaccurate, sometimes the injection button would stuck and could not be pressed down (pc (B)(4)/ lot number 1902d04). The injection dose which was inaccurate due to issue of the humapen ergo ii would probably cause her to have hypoglycemia (no values and reference ranges were provided). On an unknown date, she experienced high blood glucose which required hospitalization on (B)(6) 2020 to regulate blood glucose. Information regarding corrective treatment, outcome for the events was not provided. Insulin lispro protamine suspension 50%/insulin lispro 50% was ongoing. The operator of the humapen ergo ii and his/her training status were not provided. The humapen ergo ii model duration of use was not provided. The suspect humapen ergo ii duration of use eight months as it was started in (B)(6) 2020. The use of the suspect humapen ergo ii was ongoing and its return was not provided. The reporting physician and consumer did not know if the events were related to insulin lispro protamine suspension 50%/insulin lispro 50% therapy. The reporting physician and consumer did not provide a relatedness assessment for the event of high blood glucose and related the remaining events to the humapen ergo ii issue. Edit 29dec2020: updated medwatch and european and (B)(6) (EU/(B)(6)) fields for expedited device reporting. No new information added.